Manufacturer narrative:
Product analysis: analysis was unable to confirm that the pulse width and sensitivity were out of specification. The epg passed all incoming tests with no anomalies observed. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pulse width and the sensitivity of the external pulse generator (epg) were out of specification when the safety check was performed. The product has been returned for service. There was no patient involvement.